Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings: observed an unknown grey/black colored contamination on the iso port. Observed a white powder type contamination at the air inlet of the blower box. Observed an unknown hair like contamination on the inside of the bottom enclosure. White dust-like contamination was present on the blower air intake and the blower motor. Dust-like and fibrous contamination was present on the blower outlet seal. Observed a hair-like contamination inside the iso port. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer concludes unable confirm the patient complaints. Unable to address the patient's symptoms. Found no evidence of sound abatement foam degradation or breakdown. In this report, section d9, g3, h3, h6 has been updated.